Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from two patient samples tested on the cobas 8000 c702 module. One example of discrepant results for one patient sample was provided: the initial result was 15.27 mg/dl with a data flag. The repeat result was 1.04 mg/dl.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the module and found that the aspiration tube for one of the needles of the wash station was broken, causing contamination of the ongoing reaction. He replaced the tube and performed successful mechanism checks. Calibrations and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.